Manufacturer narrative:
The field service engineer (fse) replaced the aspiration probe, probe rinse cup and vacuum line which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak of blue fluid of approximately ten (10) ml from the coulter ac.t diff analyzer onto the counter. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.